Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the distorted image was caused by failure of the video module socket. However, the specific cause of the faulty video module socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. The video connector socket was worn out and the video connector cannot be connected firmly, causing interference stripes in the image. Additionally, the evaluation revealed the front panel was chipped and broken at the stud bolt. The lithium cell battery was older than 5 years and caused the wrong time displayed. According to the instructions for use (IFU) battery was to be replaced every 5 years. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus during preparation for use, picture distortions occurred during movements on the visera elite video system. During the inspection and testing of the returned device, video connector socket was worn out, the video connector was unable to be connected firmly. There were no reports of patient harm or impact associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.